Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument did not successfully engage to clip structure/vessel. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.02¿ offset at the tips. The instrument was placed on the in-house system and the clip test was performed. The clip successfully loaded, but unsuccessfully attached to tubing. Root cause of this failure is attributed to mishandling/misuse. No image or video clip for the reported event was available for review. A review of the instrument log of the medium-large clip applier instrument (part # 470327-12 / lot # n10210906-0157) associated with this event has been performed. Per the logs, the instrument was used on (B)(6) 2022 on system sk4232 for a cholecystectomy surgical procedure. The alleged event occurred on the 34th use of the instrument. This complaint is a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test during instrument evaluation. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.